Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced intermittent communication with her ipg via the patient programmer. The sjm representative met with the patient and also encountered difficulty establishing and maintaining communication with the ipg. The physician explanted and replaced the ipg.